Manufacturer narrative:
The field service engineer (fse) evaluated the instrument at the customer's site, and installed new sample lines and shear valve actuator rods to resolve the reported issue. The fse attributed the shear valve rods as the likely cause for the results associated with the low different counts and differential r flags.

Event description:
The customer reported obtaining erroneously low differential counts for multiple patient samples from the coulter lh 750 hematology analyzer. The customer stated that the results associated with the low differential counts were reported out of the laboratory. Although the customer had initially believed the results associated with the low differential counts to be erroneous, the customer confirmed that the results were correct upon rerun of the samples on an alternate instrument. There was no change or affect to patient treatment in connection with this event as the customer obtained and reported correct results out of the laboratory. Beckman coulter has requested instrument printouts for further evaluation but the customer has not provided any data. A field service engineer (fse) was dispatched to the customer's site and observed that the results associated with the low differential counts were flagged with r (review) flags to alert the customer to review the results.